Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the apex catheter was received with no other devices. There was blood and contrast in the inflation lumen and balloon. There were multiple shaft kinks. Magnified inspection identified a 3mm longitudinal tear in the balloon material 1.5mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The non totally occluded 20mm x 3.0mm, eccentric, de novo lesion was located in the non tortuous and non calcified mid left anterior descending artery. Following "blood withdrawing", a 2.00mm x 15mm apex¿ balloon catheter was selected for use to treat a patient with stent thrombosis. Upon inflation, the balloon ruptured at 12 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The non totally occluded 20mm x 3.0mm, eccentric, de novo lesion was located in the non tortuous and non calcified mid left anterior descending artery. Following "blood withdrawing", a 2.00mm x 15mm apex balloon catheter was selected for use to treat a patient with stent thrombosis. Upon inflation, the balloon ruptured at 12 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.